Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 306424, batch no. 827575n. It was reported that before use of the bd syringe 5ml heparin the heparin flush syringe was missing the labeling. The following information was provided by the initial reporter: a unit rn brought to the pharmacy¿s attention a heparin flush without any identification. Since they are loaded by box, its sister syringes belong to lot: 827575n, exp: 9/30/2020. The nurses also commented that this is not the first one they have found without a label, only the first brought to pharmacy¿s attention.

Manufacturer narrative:
H.6. Investigation: two samples were received for investigation. Both have the plunger rod-rubber stopper, the tip cap and solution, one has the barrel label missing. The one with barrel label came in the sealed packaging flow wrap, the other syringe doesn¿t have it. Additionlly, one photo was provided. Two syringes are shown in the photo, one has barrel label and the other one has no barrel label. Both have the plunger rod-rubber stopper, tip cap, and solution. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is the plunger rod labeler machine. No corrective action at this time.

Event description:
Material no. 306424, batch no. 827575n . It was reported that before use of the bd syringe 5ml heparin the heparin flush syringe was missing the labeling. The following information was provided by the initial reporter: a unit rn brought to the pharmacy¿s attention a heparin flush without any identification. Since they are loaded by box, its sister syringes belong to lot: 827575n, exp: 9/30/2020. The nurses also commented that this is not the first one they have found without a label, only the first brought to pharmacy¿s attention.